Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a cystoscopy and excision of eroded sling material on (B)(6) 2011 and (B)(6) 2012 due to mixed urinary incontinence, recurrent uti¿s and eroded mid urethral sling mesh. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on concurrent with due to sui. It was reported that patient underwent mesh revision on (B)(6) 2012 due to pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.